Event description:
It was reported to tyco healthcare/kendall on 7/2002 that a customer had a problem with an insulin syringe. The customer states that recieved a mixed box of syringes. The customer stated that customer did not have glasses on when administering insulin and mistakingly gave a double dose of insulin. The customer did not suffer any ill effects or seek medical attention.